Manufacturer narrative:
The device history record (DHR) for lot 830607 indicates that there were no non-conformance reports against this lot. There was 1 sample (opened) returned with this complaint. The needle was visually examined and had a very thin piece of string flash wrapping around the cannula. The string flash originated from the gate of the safety shield therefore it is not a foreign contamination of the device. The reported condition is confirmed. A review of the sample confirmed the presence of string flash extending from the gate of the safety shield and wrapping around the needle. The most likely root cause was due to flash, which is stringy plastic material attached at the molded part's gate (the entrance to the mold cavity) forming when melted plastic resin remains at the injection gate as the two mold halves separate. The exact root cause of the molding flash could not be determined based on available information. An issue impact assessment was conducted for the reported condition. The biocompatibility testing report for the magellan safety needles revealed that the product demonstrated no evidence of cytotoxicity, the material has no evidence of potential sensitization, no evidence of hemolysis and no evidence of acute systemic toxicity. The biocompatibility testing report confirms the potential harm is low risk. The overall risk score of the defect was ¿low¿ for issue impact assessment. Based on the low risk associated with the issue, no additional corrective action will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported a nurse was preparing to give an injection to a patient when she noticed what appeared to be a strand of plastic wrapped around the needle.